Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer (biomed) regarding random spikes observed on the x3 module's ECG waveform. The biomed reported that troubleshooting had isolated the issue to either the ECG measurement board or the front end adapter board and requested the relevant part ids for repair. The rse offered to conference in clinical support to confirm whether the issue could be configuration-related, but the biomed declined. The biomed had already performed a cold restart on the x3 module, but the issue persisted. The rse provided the part ids for the mx_100/x3 ECG measurement board and the mx_100/x3 front end adapter board . The biomed indicated that he would order the necessary part(s) through his hospital team. The customer was advised to contact philips for any follow-up, at which point a new service order would be created if needed. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue x3 patient monitor indicating the ECG are showing random spikes on the waveform. The device was in use on patient at time of event, there was no adverse event reported.